Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the gas spring on the instrument cover and verified that it was operational. The cause of the instrument cover falling onto the operator was a malfunction of the gas spring. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to report that the cover of an immulite instrument had fallen onto an operator, hitting their head. The operator did not require any medical intervention or treatment.